Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a thermocool smarttouch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. A tamponade was observed following a steam pop. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and steam pop reported remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 08/22/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17416499m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. A tamponade was observed following a steam pop. Multiple attempts have been made to obtain a response to the adverse event questionnaire. However no response was received. Should any information be received in the future, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).